Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date entered is per the customer report of "last monday evening", from the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an "error 3" message with the adc blood glucose meter, when applying blood sample to test strip. The customer was therefore unable to obtain glucose result, and experienced a loss of consciousness. The customer reported requiring treatment from a healthcare provider, but declined to provide further details. Please note that upon troubleshooting it was found that customer was applying blood sample to incorrect position on test strip. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle freedom lite meter was reviewed and the DHR showed the freestyle freedom lite meter passed all tests prior to release. A DHR (device history review) for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an "error 3" message with the adc blood glucose meter, when applying blood sample to test strip. The customer was therefore unable to obtain glucose result, and experienced a loss of consciousness. The customer reported requiring treatment from a healthcare provider, but declined to provide further details. Please note that upon troubleshooting it was found that customer was applying blood sample to incorrect position on test strip. There was no report of death or permanent injury associated with this event.